Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fluid device (218.59g). A leak test and microscopic analysis was performed which identify two punctured opening . Based on the device analysis the final assessment is: two punctured striated openings due to surgical damage.

Event description:
Health professional reported ¿once the expander was implanted and when it was being filled it was checked leak of saline solution." Device was not implanted and surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Event description:
Health professional reported ¿once the expander was implanted and when it was being filled it was checked leak of saline solution." Device was not implanted and surgery was completed with a backup device.